Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to confirm the pump was not connected to a power source and to press the button firmly. When the pump did not turn on, the customer was instructed to charge it using known working supplies, but this was unsuccessful. Consequently, technical support arranged for a replacement pump to be sent. The customer was informed to use multiple daily injections as backup therapy and was guided on returning the problematic pump. The customer understood and acknowledged the instructions provided.